Event description:
It was reported that the patients spinal cord stimulation lead exhibited high impedances and the patient experienced inadequate stimulation for pain relief. The patient underwent a lead revision procedure where the lead was replaced.

Manufacturer narrative:
Explant date; (B)(6) 2021.

Manufacturer narrative:
Block d6b: explant date: (B)(6) 2021.

Event description:
It was reported that the patients spinal cord stimulation lead exhibited high impedances and the patient experienced inadequate stimulation for pain relief. The patient underwent a lead revision procedure where the lead was replaced.

Manufacturer narrative:
Block d6b: explant date; (B)(6) 2021. Visual and x-ray inspection of the returned lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exits the clik x anchor resulting in the reported complaint. Additionally, visual inspection revealed that the lead body was cleanly cut. The proximal end portion of the lead was not returned. The cut damage is a result of a typical explant procedure and it is not considered a failure. Based on all available information, engineers concluded that the inadequate stimulation and high impedance measurements were caused by a lead fracture. Additional suspect medical device component involved in the event: product family: scs-linear fixation. Upn: m365sc43180; model : sc-4318; serial : n/I; lot: n/I.

Event description:
It was reported that the patients spinal cord stimulation lead exhibited high impedances and the patient experienced inadequate stimulation for pain relief. The patient underwent a lead revision procedure where the lead was replaced.